Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced five infusion sets leakage events on (B)(6) 2024 . Infusion sets were used for 1-3 days. Blood glucose level was displayed high at the time of the event. Patient took correction bolus via pump for the treatment. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.